Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the repair site confirmed the reported issue. The motor speed was unstable and the control bar position was not correct. The calibration was out at the zero position. The motor, shaft bearings, and sleeve bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the dermatome did not cut well at the edges. The event did not occur during surgery and there was no patient involvement. No adverse events were reported as a result of this malfunction.